Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were getting insulin flow blocked alarms and they experienced high blood glucose of 500 mg/dl at the time of the incident. The customer had to change sets 6 times. The customer did not provide further information. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The infusion sets will be returned for analysis.